Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor base. No broken cannula was noted. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. The customer stated that when she removed the sensor from her body, she noticed that there was no electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.